Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, could not locate a stable location with acceptable threshold. The lead dislodged several times. The lead was removed and not used. There were no patient complications reported as a result of this event.